Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The customer went to the pharmacy because her needle remained stuck in her abdomen when she tried to remove it after giving herself the injection. She reports that she has previously had needles that bent, but in this case it remained stuck. She uses them with lantus and humalog pens. The client went to the pharmacy because her needle got stuck in her abdomen when she tried to remove it after giving herself an injection. She said that she has had needles that bent before, but this one remained stuck. She uses them with lantus and humalog pens. Aig bd microfine ultr 8mm x100, lot: 5175029. Vcoyne 10march2026. Additional information from the below email chain. ¿hello, I contacted the pharmacist because I haven't been able to reach the patient xxxxx. She told me that the patient received a prescription from her primary care physician for an x-ray, and she also went to the hospital to have the needle removed. She was then put on antibiotics. However, according to the pharmacist, there have been no complications¿.